Event description:
On 5/12/97, the physician informed the MFR's sr. Technical sales specialist that the device central line narrowed by the clavicular-first rib junction, otherwise it was in satisfactory position in the superior vena cava. This was reported and noted in the patient's file. No further details were provided at this time.

Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: normal usage was seen on the device silicone septum. The 7" device polyurethane catheter showed damage charcteristic of "pinch off" approximately 1 5/8" from the device bayonet lock. This area appeared compressed, discolored and longitudinally slit. This unit was patent and only leaked from the damaged area of the device catheter when pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record revealed that the lot number originally reported (12505-6) was incorrect, the correct lot number is 12505. No mfg variances related to this event were noted during the review of the device history record. The report that "the device central line narrowed by the clavicular-first rib junction" has been confirmed. Anatomically induced repetitive clvicular compression appears to have caused the damage found during the MFR's analysis of the device. An article exclusive to "pinch off sign" has been issued to the facility for it's review. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on the event.